Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for interstim-other. It was reported that the patient saw a power on reset (por) on their patient programmer. The circumstances leading to this were not asked. The patient was redirected to their doctor. No patient symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported they did not know what the cause of the por was, they went to change the batteries and the sign just came up. They were still working on finding someone to resolve it for them.